Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was repositioned multiple times due to patient anatomy and then the helix was not working correctly. The lead was not used and another was implanted. It was also reported that the left ventricular lead dislodged multiple times so a straight lead was implanted instead of the s lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.